Event description:
It was reported that the right ventricular lead had oversensing and spikes in impedance. The lead was suspected to be fractured. It was further reported that there was noise seen on the egm (electrogram) and the caller was wondering if there was something in the coil. The lead was abandoned and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.